Manufacturer narrative:
The investigation is ongoing and after completed a supplemental report will be submitted.

Event description:
Lenstec, inc. Received an email indicating "patient states seeing the edge of the iol, eye color has changed, see a shadow and having discomfort."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Based on the results of the investigation, the damage seen on the returned lens suggests that the lens was cut to facilitate its removal from the eye. There was no evidence to suggest that any aspect of this device was responsible for the patient's discomfort. Additionally, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an email indicating "patient states seeing the edge of the iol, eye color has changed, see a shadow and having discomfort."